Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt connected their transfer sent to the pt line of the homechoice machine during the prime cycle. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.